Event description:
Port obstruction occurred with 3 different pts: (B)(4). The ports were from the same manufacturer and had the same product #'s and serial #'s. The ports were implanted as follows: (B)(4) on (B)(6)2010; (B)(4) on (B)(6)2010; and (B)(4) on (B)(6)2010. All 3 ports were implanted for chemotherapy. One pt, (B)(4), had the port removed on (B)(6)2010 and replaced with a different brand port.